Event description:
It was reported that the right ventricular lead exhibited noise during pocket manipulation. Externalized conductors were noted. The lead was capped and replaced without adverse consequence to the patient.

Manufacturer narrative:
(B)(4).